Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2019, the patient underwent a revision left reverse total shoulder arthroplasty and was implanted with the aequalis flex revive shoulder system. It is further alleged that on (B)(6) 2021, the patient underwent a left revision reverse total shoulder arthroplasty with open capsular release and "at the time of surgery it was determined that the humeral component at the junction of the proximal humeral body to the humeral stem at the assembly screw junction had failed necessitating the implant¿s removal and replacement."

Manufacturer narrative:
Please disregard the MFR report # 0001649390-2023-00126. Please note that this event is duplicate of stryker report MFR. Report # 3000931034-2023-00255 stryker pi (B)(4).

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2019, the patient underwent a revision left reverse total shoulder arthroplasty and was implanted with the aequalis flex revive shoulder system. It is further alleged that on (B)(6) 2021, the patient underwent a left revision reverse total shoulder arthroplasty with open capsular release and "at the time of surgery it was determined that the humeral component at the junction of the proximal humeral body to the humeral stem at the assembly screw junction had failed necessitating the implant¿s removal and replacement."